Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The cause of death was sepsis secondary to peritonitis. Six days prior to death, the patient (pt) presented to the emergency department (ed) and was hospitalized the same day for peritonitis and other indications. The pt experienced sudden onset of symptoms manifested by fever, cloudy peritoneal dialysis (pd) effluent, nausea and vomiting. On the same day as being admitted to the hospital, the pt received treatment with vancomycin, 2000mg (route and frequency not reported). One day after being admitted the pt began heparin injection, 5000 units subcutaneously in arm as remedial treatment and on same day the pt received pd4, 4.25% 2500ml in heparin sodium, 1,250ml for pd. Three days later the pt received dianeal pd4, 2.5%, 2500ml with heparin sodium 1,250 units and vancomycin, 62.5mg for pd. One day later and for two days the pt received, gentamicin, 130mg intravenous piggyback (ivpb), piperacillin-tazobactam, ivpv. Three days after being admitted, the pt started continuous infusions of 0.45% sodium chloride 1000ml 40ml/hr, sodium chloride 0.9% 1000ml 60ml/hr, zofran injection 2mg/ml (as needed for nausea and vomiting). Two days later, the pt experienced respiratory distress and was sedated and placed on a ventilator. The pt remained intubated and was transferred to medical intensive care unit (micu). At 0658 the patient received lactated ringers 500ml IV. Six days after admittance at 0800, the patient was unresponsive. Subsequently the patient died at 11:36. No autopsy was performed. The cause of death as listed on the death certificate is sepsis secondary to peritonitis.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized due to ischemic bowel. While hospitalized, the patient developed an unspecified infection. The cause of death was unknown. It is unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of the peritonitis event was reported to be due to defective minicap(s) where the pouches were found opened. The device was manufactured between 17 jan 2013 and 24 jan 2013. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient presented to the emergency department with abdominal pain and altered mental status (in addition to the previously reported symptoms). During hospitalization, for five days, the patient experienced sepsis secondary to peritonitis and decompensation. On an unreported date, the patient became more disoriented and hypotensive and was transferred to the intensive care unit in critical condition. The patient reported being tired, having no appetite, and had no abdominal pain. On the same day prior to death, peritoneal dialysis therapy was discontinued and a right femoral quinton catheter was inserted for hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893891 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.